Event description:
An international customer reported an event of a "strong oil smell" (odor) emitting from the sterrad® 100s sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Investigation summary: the system risk analysis (sra) shows the risk for exposure to toxic or corrosive material to be "low." Corrected data: device manufacture date: correcting date from 09/2005 to 09/26/2008. Investigation summary: correcting product malfunction trending statement from: "the complaint trending for problem code ¿odor/smells¿ did not identify a significant trend over the past 12 months (january 2014 - december 2014)." To "the trend of the product malfunction code "odor/smells" was completed from october 2013 through september 2014 revealed a significant trend for one month ((B)(6)2013) which was escalated."

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, and system hazard and user misuse analysis. ¿ the DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. ¿ the service history for this unit for the past 6 months (03/30/2014 to 09/26/2014) did not reveal a significant trend. ¿ the complaint trending for problem code ¿odor/smells¿ did not identify a significant trend over the past 12 months (january 2014 - december 2014). ¿ the fmea (failure mode and effects analysis) revealed the risk priority number is at an acceptable level. ¿ the shuma (system hazard and user misuse analysis) defines the risk as broadly acceptable for exposure to odor or odorants. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A preventative maintenance was performed and the vacuum pump oil, catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(6) 2014.